Event description:
Foot switch that actuates co's oculight laser malfunctioned. This resulted in the hosp keeping a pt under anesthesia for an extended 45 minutes while another foot switch was brought in from another hosp.